Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the peg glenoid ar-9105-02 became loose through abrasion. The following components are involved. Ar-9102-02 w. Batch unk, ar-9300-43cpc w. Batch 12315, ar-9301-02 w. Batch 12537, ar-9343-16 w. Batch 11295131006. Devices will be returned for investigation, therefore, revision surgery has been performed. No further information has been provided.

Manufacturer narrative:
Complaint not confirmed, no abnormalities were observed on the device that may have contributed to the event.